Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a cyst on the back between the lifevest therapy electrode pads. The patient reported that the cyst was not caused by the lifevest but the device irritates the cyst, resulting in discomfort. The patient's doctor advised the patient to continue wearing the device and to take tylenol to help with the pain. Follow-up indicated that the condition was getting better.